Event description:
On (B)(6) 2006, this patient was implanted with three gore excluder aaa endoprosthesis. On an unknown date, the devices were explanted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the cause of the explant procedure is unknown. Additional devices implanted and involved in this event: (B)(4).